Event description:
The implant was removed during implant placement day on (B)(6) 2025. Observed during the event: implant boll top broke. The malfunction did not cause or contribute to a death or serious injury. No patient operative or post-operative complications reported. Was returned wrong device for analysis, it does not match the sticker and lot.